Event description:
One implant reported fractured.

Manufacturer narrative:
It was reported that one dental implant fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.no device available for evaluation. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.